Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
On (B)(6) 1998 the female patient was initially inserted tha cup, which was revised on (B)(6) 2020. It was planned to replace from the liner of 22 mm diameter to the liner of 32 mm diameter after removing the neck. But the neck could not be removed, and it remained as it was, and closed at that time. After that, she began to dislocate more frequently, and on (B)(6) 2020, the stem side was also prepared in consideration of the possibility that the neck won¿t be come out. The condition of the femur bone was also good, and the surgeon wanted to remove the neck as much as possible and only replace the neck and liner because the stem is firmly fixed. But despite the fact that the surgeon was carefully preparing for the removal of the neck, after all, the femur could not be pulled out, and the femur was vertically split and the stem was removed, and a new stem, neck 32 mm, and liner were replaced. Initially, it was planned to be less than 1-hour op if the neck got out, but finally it took 5 hours. Originally, the surgery was planning to remove the neck, replace it with a larger diameter head, and change the liner to match it, but it could not remove it. So, the surgeon had to remove the stem, and op time and bleeding volume increased.

Manufacturer narrative:
Reported event: an event regarding disassembly issue and intraoperative fracture is reported involving stem. The event was confirmed for disassembly issue via images. Method & results: -product evaluation and results: visual inspection - visual inspection of images was performed and stated that - scratches and dents can be observed on ex planted stem surface. Head and stem seems to be in assembled condition. White colour material can be observed on the stem surface. Ma - after review of the device drawing, it was determined that this device is monolithic and is not related to material integrity issue. Functional and dimensional inspection not performed as device received in damage condition. -clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced . Conclusions: the event was reported about dislocation involving stem it was also reported that there was surgical delay because surgeon experienced that the head didn't come out through stem. The event was confirmed by images. The was confirm through inspection that the stem and neck is one piece. It does not separate. The exact cause of the event could not be determined because lack of information further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 1998 the female patient was initially inserted tha cup, which was revised on (B)(6) 2020. It was planned to replace from the liner of 22 mm diameter to the liner of 32 mm diameter after removing the neck. But the neck could not be removed, and it remained as it was, and closed at that time. After that, she began to dislocate more frequently, and on (B)(6) 2020, the stem side was also prepared in consideration of the possibility that the neck won¿t be come out. The condition of the femur bone was also good, and the surgeon wanted to remove the neck as much as possible and only replace the neck and liner because the stem is firmly fixed. But despite the fact that the surgeon was carefully preparing for the removal of the neck, after all, the femur could not be pulled out, and the femur was vertically split and the stem was removed, and a new stem, neck 32 mm, and liner were replaced. Initially, it was planned to be less than 1-hour op if the neck got out, but finally it took 5 hours. Originally, the surgery was planning to remove the neck, replace it with a larger diameter head, and change the liner to match it, but it could not remove it. So, the surgeon had to remove the stem, and op time and bleeding volume increased.